Event description:
As a pre-assessment of surgical operation for gastric antrum tumor, the physician started conducting an eus-guided fine needle aspiration examination for biopsy purpose. Physician felt a resistance directly above the esophago-gastric junction while inserting the scope, thus sent air and observed it. As a result, a longitudinal laceration was found. The physician then removed the eus and inserted a forward view gastro scope and identified that the laceration is at the lower esophagus. No active hemorrhage was seen. When making observations during removal of the scope, the physician identified that the laceration is deep. Therefore, immediately removed air and withdraw the scope. After removing the scope, physician performed CT for the purpose to evaluate the perforation. Free air was confirmed thus physician determined that it is a perforation and started performing a conservative medical management.

Manufacturer narrative:
Fujifilm visited the hospital and conducted an on-site device inspection of the subject device on (B)(4) 2015. The inspection verified that there are no edges or burrs that may damage the esophagus on the insertion area/distal end of the relevant endoscope. An interview was conducted with the physician on (B)(4) 2015. While the physician stated the laceration (perforation) occurred during scope insertion, no abnormality was found on the device. The physician commented this event was not attributed to the device. Accordingly, our initial determination is that the device had not attributed to such laceration.